Event description:
It was reported that during gastric bypass procedure, the instrument was stuck on the stomach after the third firing. The instrument was cut out. Surgeon hand-sewed the stomach on both sides where the instrument was. The patient did well. The case was completed without any other incident.

Manufacturer narrative:
Information anticipated, but unavailable at this time.